Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was then confirmed that the stent strut was lifted up. Rotablation was performed and another of the same device was used to complete the procedure. No patient complications were reported and the patient's status was good.